Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high impedance. Pacing impedance was trending up since (B)(6) of 2020, and was out of range since (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Closing codes were added to the manufacturer analysis. Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.